Event description:
It was reported that during a ptca procedure using an 8fr lima catheter with an 8fr sheath, there was dampening of pressure. Then the 6fr lima was used and during manipulation into the right coronary artery, there was twisting of the catheter in the sheath; however, there was no pressure. The catheter could not be removed through the sheath and so the sheath and catheter were removed together until only the tip of the catheter remained in the pt's vasculature. The catheter was then cut, a wire was placed through the catheter and the subsequent distal part of the catheter removed. A new 8fr sheath was then placed, but because of significant oozing and hematoma. It was replaced with a 9fr sheath. Minimal oozing was noted on angiography, but with holding pressure there did not appear to be a problem. The pt was transferred to cv-ICU for c-clamp to the groin until hemostasis maintained. The pt was described as having no negative outcomes to this event.